Event description:
A user facility returned the olympus asset, gastrovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the knob wire had foreign material. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
E1/address: (B)(4). The device was returned as part of the asset return process. The device evaluation found the following: there was a scratch on the acoustic lens; adhesive on bending section cover was detached; the water removal ability does not meet the standard value, due to clogging nozzle; the bending angle direction does not meet the standard value, due to wear of angle wire; the water tightness was lost due to the damage on the channel tube (ch tube); and the play of the upward/downward was out of standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the returned device found foreign material at the knob wire during evaluation; however; the customer returned the device without reprocessing which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.